Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. The procedure was completed without any issue. On (B)(6) 2020, the patient presented with pain. CT imaging revealed that the contralateral leg component (plc121000j) which was placed on the left side had migrated distally, and a new pseudoaneurysm had formed at a new dissection entry tear at the left external iliac artery. An emergency re-intervention to place additional stent graft was performed. The patient tolerated the procedure. The physician reported that the cause of the migration and the pseudoaneurysm might have been due to patient anatomical factors.